Event description:
Per patient returned home from having eeg, she stated that she was resting on the couch when suddenly developed a severe headache. She spoke with a physician who contacted her about another matter and asked him what could be causing this and he indicated that he did not know wheter this would cause her to have problems, but that she should go ahead and wash it out of her hair (paste). Upon beginning to wash her hair, she found that the headache became worse, and her face and earlobes particularly became extremely irritated and began burning. She felt extremely dizzy and nauseated and thought she would pass out. She said as she got out of the shower, she looked in the mirror, and her face was scarlet, which has only occurrred one other time when she had an allergic reaction to a vitamin. According to the patient, whe has numerous allergies and is treated for such.she stated that she sat down on the floor, felt a little better, crawled to the bed, and as long as she remained flat, she did not feel as bad. She did develop some jerking in her leg and arm, and her leg felt very heavy.the patient indicated that her scalp was very tender and sore. She even had a burning sensation around the jawbone and inside her mouth.